Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
The customer reported that her insulin pump had a chip right at the top of the battery compartment and the battery cap would not properly seal. The customer stated that the insulin pump repeatedly lost power and caused her blood glucose to go high. Her blood glucose was 402 mg/dl. The customer also reported two cracks on the reservoir window and a crack on the right corner at the display, going all the way to the back of the insulin pump, though the display itself was not cracked. The customer was unaware of how the damage occurred. The customer was advised to discontinue use and revert to a back-up treatment plan. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.